Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional viatrac plus device referenced is filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat the carotid artery and the carotid bulb was very calcified. The 5x30x135 mm viatrac and 4x20x135 mm viatrac balloon dilatation catheters (bdc) ruptured when they were inflated to the rated burst pressure at 14 atmospheres. The balloons were prepped outside the anatomy prior to use and there was no resistance during advancement. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.